Event description:
It was reported that a malfunction occurred on the pump while the customer was on a plane. No specific information was available regarding whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl. The caller, who was the customer's daughter, was not authorized to provide consent, preventing immediate technical support; a follow-up with the customer was planned once his flight landed. Upon follow-up customer was able to rest the pump on his own and malf was cleared. Customer successfully was able to resume insulin delivery.